Manufacturer narrative:
D10 concomitant products: unk dy, dialysis unknown (lot#:unknown), unk dy, dialysis unknown (lot#:unknown) r sowrabha, "is tunneled cuffedcatheter a viable link to arteriovenous fistula? An experience from a tertiary care centre", 2021, journal of clinical and diagnostic research medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study, a prospective observational study included a total of 102 patients who underwent tcc (tunneled cuffed catheter) insertion during the study period from july 2017 to december 2018. A total of 106 procedures were performed as four patients required catheter removal and reinsertion within two weeks. Patients were further followed up till september 2019 (nine months after the last catheter insertion). There were both branded and competitor devices in the study with the use of a 14.5 french × 28 cm (centimeter) ¿haemoflow¿ (medcomp) double lumen catheter with a cuff to tip length of 23 cm and the covidien chronic silicone permacatheter (medtronic) used for placement. One catheter was removed due to malposition (venous laceration during attempted left ijv (internal jugular vein) cannulation). Nine of the 62 patients (14.5%) who were on dialysis at the center (cohort a) had an episode of crbsi (catheter-related bloodstream infection), and three patients had more than one episode of crbsi. The majority could be managed with systemic antibiotics, the use of antibiotic lock therapy, and catheter salvage. In four out of the 22 episodes, the catheter had to be removed. There was no mortality due to crbsi. An elderly woman with the catheter in site for over a year had a breach in the integrity of the subcutaneous tunnel with necrosis of the overlying skin noted. The elderly woman had no overt signs of tunnel infection. As a significant part of the catheter tunnel of the elderly woman was exposed due to pressure necrosis of overlying skin, the catheter was removed immediately. The most common reason for unplanned catheter removal in this study was catheter-related sepsis (failed salvage by antibiotics), which was seen in 4 patients. The overall data clearly favored using cuffed tunneled catheters as the first vascular access over temporary catheters whenever a reasonably longer need for a hemodialysis catheter is anticipated. Is tunneled cuffedcatheter a viable link to arteriovenous fistula? An experience from a tertiary care centre: r sowrabha, 2021, journal of clinical and diagnostic research.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that no medtronic devices were depicted in the images and no device failure was discussed. It was reported that there was an adverse event with no alleged device issue. A potentially related device issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.